Event description:
Device 1 of 3. Please see MFR report #1627487-2010-02776 for device 2 and MFR report #1627487-2010-02777 for device 3. On (B)(6) 2007, the pt was implanted with an scs system. The pt experienced problems recharging the ipg battery (no communication after trying multiple chargers). The pt reported lengthy recharge times as well. The doctor decided to replace the ipg. The pt also had one lead that had fractured. It was originally placed at t10/11. A second lead had migrated into the gutter. The original placement was t11/12. On (B)(6) 2010, the pt's ipg was explanted and replaced. Both leads were also explanted and replaced with new leads at the same original locations. Both leads were cut and discarded during the procedure.

Manufacturer narrative:
Device evaluation 1 of 3. Please see MFR report #1627487-2010-02776 for evaluation of device 2 and MFR report #1627487-2010-02777 for evaluation of device 3. Evaluation method: a visual inspection and functional testing were performed. The device history and sterilization records were also reviewed. Results: visual inspection revealed a broken top septum. There were instrument marks on the antenna cover, header and can and these marks had broken the header seal. Peeling parylene was observed on the can. The ipg successfully communicated with a programmer and charging system and charging continued for 15 minutes with no interruption. The ipg was tested on the auto-tester and passed. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the complaint could not be confirmed "charger can't locate ipg." The returned ipg successfully located a test standard charging system and was able to successfully charge. The cause of the reported complaint could not be determined form the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.